Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon occurred due to the circuit board failure. The circuit board failure might be occurred since the element on the circuit board failed accidentally.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to printed-circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, no image appeared. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The become aware date of this event was corrected to april 30, 2021. The reported event occurred before the procedure. If additional information is received, this report will be supplemented.